Event description:
It was reported that the external pulse generator (epg) did not pace for 15 seconds once the battery drawer was opened. The biomedical engineer (biomed) at the clinic received the epg without a battery from a nurse, but not the nurse that was present during the alleged issue. The biomed performed a bench test, with a known good battery at 9.16 volts, and the epg stayed pacing for 32 seconds. The biomed was then emailed the test procedure, and it was discussed why the 15 seconds conditions must be met. The biomed retested the epg with the lower display on, and it turned off immediately, as expected. The biomed will reinforce to users that the lower display and backlight must be off when changing the battery. Because it is unknown what the battery voltage was at the time of the event, the epg remains in use, as it met specifications when tested under appropriate conditions. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).